Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up in clinic, the implantable cardiac monitor could not be interrogated error message appeared stated -the interrogation was not possible, restart the device. The device remained implanted, the patient was stable.

Event description:
New information states that the programmer was placed on patient's skin, the device worked normally.